Manufacturer narrative:
The customer reported that their two monitors on the central nurse's station (cns) are completely frozen. Technical support (ts) had the customer press on the CAPA lock on the keyboard and while the customer was checking the led indicator on the cns, the monitors worked again. The customer was advised to make sure there's no dust or debris on the fan. The customer was also advised to reboot the cns once every three months. There was no patient injury reported.

Event description:
The customer reported that their two monitors on the central nurse's station (cns) are completely frozen. There was no patient injury reported.